Event description:
During a retrospective complaint review, devilbiss healthcare identified a thermal related complaint involving a devilbiss model 525ds oxygen concentrator. The complaint was reported as "unit was alarming." The complaint was received in september 2018. There was no report or evidence of illness, injury or medical treatment associated with the complaint. The root cause investigation revealed thermal deformation to the rear cabinet and compressor housing caused by a bent fan guard that prevented the cooling fan from spinning properly. Devilbiss has an active CAPA for fan related issues.

Event description:
During a retrospective complaint review, devilbiss healthcare examined a complaint received from a distributor in september, 2018 involving a devilbiss oxygen concentrator that "was alarming." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss evaluated the unit at the time and determined that a bent fan guard prevented the cooling fan from spinning properly, resulting in thermal deformation to the rear cabinet and compressor housing. Devilbiss has an active CAPA for fan complaints.

Manufacturer narrative:
Devilbiss healthcare previously incorrecly reported MDR 2518572-2022-00045. The correct MDR is MDR 2515872-2022-00045.